Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site subsequently the patient was treated with oral antibiotics and topical ointment (date and duration not reported). The implanted device remains.